Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture and failure to inflate were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, guide catheter: hyperion, stent: synergy. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by st. Jude medical (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo eccentric lesion in the left anterior descending (lad) coronary artery (diameter 3mm x length 20mm) with no tortuosity, moderately calcified and 90% stenosed. After usual preparation was done for a tenku rx 2.5 x 15 mm balloon dilatation catheter (bdc), the device was advanced to the target lesion for post-dilatation. During the first inflation attempt, the balloon did not inflate. There was some resistance with the anatomy during advancement to the lesion. When the bdc was removed from the patient anatomy, a tear was found in the proximal end of the balloon. The device was replaced with an unspecified balloon catheter to successfully complete the procedure. There was no reported adverse patient effect. No additional information was provided.